Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29720739, was reviewed. The pump was manufactured on august 21, 2024. There were no non-conformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Interaoncology communicated with the clinic and confirmed the patient didn't experience any adverse effects. According to the clinic, the flow rate is back to normal range. The nurse believes that whoever was present during the pump prep in the or was not prepping the pump as instructed in our IFU. The pump remains implanted to the patient. Therefore, the cause of this incident is inconclusive. Note: interaoncology has asked the clinic multiple times for the required patient information. This clinic has not responded to our request.

Event description:
Intera oncology received a report of a pump flowing fast. The patient was implanted on (B)(6) 2025. The patient came in for a refill on (B)(6) 2025. The residual volume on (B)(6) 2025, was .5 ml. Therefore, the pump was considered flowing fast. The nurse refilled the pump with 30 ml of 30,000 iu of hep saline and notified the surgeon of the issue of the fast flow pump. While the patient lives 6 hours away, intera oncology clinical account specialist suggested bringing the patient back into the clinic early next week to reassess the flow of the pump. The nurse thought maybe the pump was not prepped appropriately in the or.